Event description:
Medline vantex cvc 7f tlc "guidewire initially inserted easily, resistance met when pulling back. When removed, guidewire bent." Guidewire and packing provided **sample is double bagged in my office-covid rule out patient. Packing is also available with lot number however it was bagged with soiled guidewire, so I did not open for this information. Location: (B)(6).

Event description:
Medline vantex cvc 7f tlc "guidewire initially inserted easily, resistance met when pulling back. When removed, guidewire bent." Guidewire and packing provided. Sample is double bagged in my office-covid rule out patient. Packing is also available with lot number however it was bagged with soiled guidewire, so I did not open for this information. Location: ed.